Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that, during an unknown procedure, a psi-tec iii aspirator was emitting a burning smell. No patient consequences were reported. Multiple attempts were made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
On 4/9/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/12/2019, mentor became aware that unintentionally the initial report indicated the device was not received, even though the device was received by mentor. Device evaluation completed on 7/11/2019: during evaluation of the sample, minor scratches on unit were observed. The unit was run for 60 minutes under load and could not identify a burning smell. The testing of the unit was completed per the service manual. Additional issues of damaged rocker switch, cable mount and cable tie were replaced. The unit has passed all functional tests and is fully operational. The reported complaint for burning smell was not confirmed. The product has passed the in-process, final, safety tests and is guaranteed to meet the strict manufacturer's specifications. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/26/2019, mentor became aware that follow up report #2 for manufacturer¿s report number 1645337-2018-04723 was submitted with an incorrect due date. The actual due date was (B)(6) 2019. Manufacturer reference number: (B)(4).